Event description:
It was reported that hour glass/no readings/sensor error occurred. The sensor was inserted into the abdomen on (B)(6) 2024 . On (B)(6) 2024 , it was reported that the patient experienced loss of consciousness around 14:30 due to hypoglycemia and hit his head. He woke up on his own at the street and no-one was around. When he regained consciousness, he ate sugar and went to the emergency room. There they cleaned and disinfected the wounds on the face due to him hitting his head. Then they performed electrocardiogram, computed tomography scan, blood tests: all negative. The patient was discharged around 23:00 (11pm) the same day. The patient blames the sensor as it was not working properly. At the time of the report the patient was good. Data was provided for investigation. The allegation was confirmed via data. The probable cause for no readings/ sensor error/ brief sensor issue was determined to be sensor noise. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness. H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.